Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number is fmm45. The calibration recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 150 mmol/l. The repeat result was 140 mmol/l.